Event description:
It was observed that during the device inspection, the image cannot be seen on the monitor due to a defective liquid crystal display panel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 12-mar-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the image was not displayed" was caused by a poor contact of the liquid crystal display panel. Olympus will continue to monitor field performance for this device.